Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge o ring was missing. The customer confirmed the o ring was not located on the pneumatic tap. No reported impact to the customers blood glucose level. No additional product or event information is available.